Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was using admelog insulin with the pump. Tandem customer technical support informed customer that admelog insulin is off-label per the user guide. There was no reported adverse impact to the customer¿s blood glucose level. Customer was able to resume insulin and continued to use the pump for insulin delivery.